Event description:
The hcp reported the "pt was in a status of under or no infusion." The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.